Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable ise indirect na for gen.2 results for multiple patients tested on a cobas 8000 cobas ise module (double). From the data provided for 156 patients, 33 were a reportable malfunction. If was not known if all the erroneous results were reported outside of the laboratory. If it was known that there was an amended report the data was marked appropriately on the attached spreadsheet. There was no allegation of an adverse event. The customer stated that they believed that there was a reagent handling error as when they replaced the ise bulk reagent they did not prime the new bottle. The investigation is currently ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.